Event description:
A distributor reported on behalf of a healthcare facility in japan that two rt204 adult ventilator circuits dual heated with pressure line with mr290 autofeed chambers failed the ventilator leak test during setup and before patient use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Corrections: section g1: mr (B)(6) updated to mr (B)(6). Additional information: section g4: the rt204 adult ventilator circuit dual heated with pressure line with mr290 autofeed chamber is not sold in the USA but it is simliar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the two subject rt204 adult ventilator circuits were received at fisher & paykel (f&p) in new zealand for evaluation. Results: leak testing confirmed a leak in the returned devices. Close visual inspection identified a cut on the inspiratory tubes of both devices. Conclusion: the reported leaks were confirmed, and were due to a cut on the inspiratory tubes of both devices. All rt204 adult ventilator circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt204 adult ventilator circuit also state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A distributor reported on behalf of a healthcare facility in japan that two rt204 adult ventilator circuits dual heated with pressure line with mr290 autofeed chambers failed the ventilator leak test during setup and before patient use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Corrections: section g4: the rt204 adult ventilator circuit dual heated with pressure line with mr290 autofeed chamber is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the two subject rt204 adult ventilator circuits were received at fisher & paykel (f&p) in new zealand for evaluation. Results: leak testing confirmed a leak in the returned devices. Close visual inspection identified a cut on the inspiratory tubes of both devices. Conclusion: the reported leaks were confirmed, and were due to a cut on the inspiratory tubes of both devices. We are unable to determine the cause of the cut. All rt204 adult ventilator circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt204 adult ventilator circuit also state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A distributor reported on behalf of a healthcare facility in japan that two rt204 adult ventilator circuit dual heated with pressure line with mr290 autofeed chambers failed the ventilator leak test during setup and before patient use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Section g4: the rt204 adult ventilator circuit dual heated with pressure line with mr290 autofeed chamber is not sold in the USA but it is simliar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: the subject rt204 adult ventilator circuit dual heated with pressure line with mr290 autofeed chambers have been requested to be returned to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.